Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the users were unable to issue medication. A technical support specialist, while assisting with a medication pull, informed the user that the medication order contained the wrong item ID-cbx842 instead of the correct item ID-cbx844. The system functioned as intended after troubleshot the device. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, users were unable to issue medication and was showing wrong item ID. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.